Event description:
A malfunction was reported with the pump. The customer¿s blood glucose level was within a safe range at 16.6 mmol/l. Technical support instructed the customer to reset the pump, but the issue persisted, leading to the decision to replace the pump. Customer reverted to using multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.